Manufacturer narrative:
(B)(4). Batch # l54p3k. Additional information received: where within the gap setting scale was the orange indicator prior to firing? Unknown. What confirmation was received that the device was fully fired? Unknown. Were there any staples missing from the staple line? Malformed staples did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Unknown. If the device fully cut, were all tissue layers present in both donuts when inspected? As the procedure was extended, were there any complications due to the extended procedure? Unknown. If yes, please describe. Did the post-operative care change based on the leak? Unknown. Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Unknown. What is the current status of the patient? Unknown. The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: where within the gap setting scale was the orange indicator prior to firing? Unknown; what confirmation was received that the device was fully fired? Unknown; were there any staples missing from the staple line? Malformed staples; did the device cut? Yes; was the cut line fully circumferential around the target tissue? Unknown; if the device fully cut, were all tissue layers present in both donuts when inspected? As the procedure was extended, were there any complications due to the extended procedure? Unknown; if yes, please describe. Did the post-operative care change based on the leak? Unknown; did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Unknown; what is the current status of the patient? Unknown.

Event description:
It was reported that during an open colectomy procedure, the surgeon did purse string. He did anastomosis and when he did air test he saw bubbles. He went to visualize and saw that staples did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.